Manufacturer narrative:
Reporter discarded the involved device but did provide a photograph and lot information for review. Production history records for the reported lot were reviewed. All in process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state, use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands. Ensure foam is intact after use. If not, remove any particles from oral cavity. The review of the label is adequate for the intended use of the device and did not contribute to the reported failure. Without the returned product or further information, a definitive root cause could not be determined.

Event description:
Report received of a swab disengagement while using sage toothette oral care suction swab device. Reporter stated on (B)(6) 2021 a nurse was performing oral care on an intubated and sedated patient when the plastic straw of the suction swab broke into two pieces. The nurse was able to remove the swab head with attached piece of plastic from the patients mouth without incident. Although, the reporter stated the patient did not bite down on the straw of the suction swab; a bite block was not in use during oral care. Lot information and a photograph were provided. Though requested, no additional information was available.